Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired foot switch intermittent. The fse did the troubleshooting actions and found that the wired footswitch was not working. Review of log file shows that there are multiple warnings indicating that 2 signals coming from a footswitch are not according that signal¿s specification. The fse replaced wired foot switch. After replacement of defective part, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the wired footswitch was not working intermittently. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.